Event description:
It was reported that the ventilator's touchscreen was not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported.

Manufacturer narrative:
B4:17may2021. The service engineer (se) inspected the device and replaced the touchscreen. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.